Manufacturer narrative:
No frozen screen noted. Pump received with unresponsive keypad at right button. Unable to perform the self-test unresponsive keypad button. Pump was cut open to perform visual inspection and found corroded keypad traces buttons. No moisture damage to the electronic assembly or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, label damage. Frozen screen is not confirmed. Unresponsive button right due to corroded keypad traces button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the keypad not responding. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer did not receive a stuck button alarm. The numbers are not ramping on their own, the scroll bar isn¿t moving without input, and there was no response from any of the buttons. Pump has not been exposed to altitude change. The customer reported a frozen display. Buttons were not responsive, and the time clock did not advance. Replaced battery but buttons remained unresponsive. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.